Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device and identified that the case had been created for the wrong campus; therefore, no further investigation was required. The system functioned as intended after the field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was not detected on the bus, failed to open, and was unable to recover. The customer performed a hard reboot of the machine; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.